Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction while wearing the adc freestyle libre sensor. In (B)(6) 2019, the customer experienced symptoms described as irritation, itching, and redness and having contact with an hcp who prescribed diprosone 0.05% (betamethasone dipropionate - topical corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an allergic skin reaction while wearing the adc freestyle libre sensor. In (B)(6) 2019 the customer experienced symptoms described as irritation, itching, and redness and having contact with an hcp who prescribed diprosone 0.05% (betamethasone dipropionate - topical corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was properly seated. The adhesive was observed to be on the sensor patch. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.